Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was implanted on (B)(6) 2018. They were taken to the operating room (or) on 2018-06-13 for removal of the implanted neurostimulator (ins) and reimplantation of another one as the patient continued to have gastroparesis. It was removed and replaced due to a dead battery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.